Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that the float switch is not activating the alarm. No additional information.

Event description:
Additional information was received which included the event date and that the issue occurred during preventive maintenance. No patient was involved.